Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a defective processor board of the heartstart mrx. There was no reported patient impact.